Event description:
The revision was because the cup was disassociated, the head and the cup were misaligned, and polyethylene liner was seemed broken or disassociated. During the revision surgery, it was found that the interior of the joint was blackened like metallosis and the liner was disassociated and anti-rotation tab was partially broken. The stem was also seemed to be rotated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 4 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended, possibly leading to a fracture of the material and subsequent disassociation of the liner from the cup. The patient is a reported female. No further demographics made available. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. It was stated in the reporting that the acetabular and femoral head component were malpositioned. Malpositioning of the device(s) could have led to the edge loading situation and subsequent liner disassociation. However, no x-rays were provided to confirm and positioning cannot be commented upon. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.